Event description:
The customer reported being in the hospitalized for high blood glucose. During the call, the customer stated that she was out of supplies. Troubleshooting was performed. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.